Event description:
In 2005, it was reported to boston scientific corporation, as part of a palliative study, a procedure using a wallflex esophageal stent occurred. According to the complainant, the distal flare did not seem to be expanded. The stent moved slightly and was impossible to reposition. The stent was removed and the procedure completed using another wallflex esophageal stent. There were no complications reported.

Manufacturer narrative:
The lot number is unknown; consequently, the manufacture and expiration dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.